Event description:
It was reported "display unable to hold position. Followup- found tension screws behind display, on display tilt block loose. Tightened one, second one is stripped. Unsuccessfully attempted to extract. No patient harm, clinical staff decided to use a different pump due to screen being unable to hold position".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of "display unable to hold position" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the display hinge components were replaced to resolve the issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the loose display. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "display unable to hold position. Followup- found tension screws behind display, on display tilt block loose. Tightened one, second one is stripped. Unsuccessfully attempted to extract. No patient harm, clinical staff decided to use a different pump due to screen being unable to hold position".

Manufacturer narrative:
Qn# (B)(4).